Manufacturer narrative:
Epithelial ingrowth. Conclusion - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2012 due to the fact abbott medical optics (amo) became aware on (B)(4) 2012. The condition of the system (since the time of the event) will make the evaluation impossible. Note: all pertinent information available to amo at the time of this report has been submitted.

Event description:
Surgeon reported epithelial ingrowth on the left eye (os). Patient's original surgery was (B)(6) 2010. Ingrowth occurred os after flap lift enhancement done on (B)(6) 2012. Patient also experiencing dry eye and halos/glare/shadows os. Pre-op uncorrected visual acuity (ucva): os 20/40 and pre-op best corrected visual acuity (bcva): os 20/20. Post-op ucva: os 20/25 and post-op bcva: os 20/20 patient had flap lift and rinse done on (B)(6) 2012. Patient did not complain of glare/shadows, just some light sensitivity.